Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Fevar 5fen with main device over right groin. No issues advancing the device up to the intended height. Deployment until the cl leg opened without issues. Canulating the cl leg with some difficulty due to angulation and narrow distal aorta. Advancement of 16 fr. Sheath in left groin without issues. Cannulating target vessels as planned. Pulling release wire to release diameter reducing ties as planned. Releasing bare stents proximal no issues. Rotating the grey turning knob (to deploy the last part of the il leg) was rotating without issues. We were able to flip and click the cam lever but when they tried to remove the delivery system (and keep the sheath in place) the distal part of the il leg was still inside the sheath and held by the distal clasping!! The leg clasp couldn't exit the sheath and we had already turned the grey know to the max. The whole graft was moving when they tried to pull. We decided to start stenting the tv first and removing all wires, also extending the cl leg into the common iliac to be finished on the left side and removing the big 16 fr. Sheath. Maybe this was interfering in the tight distal aorta. It seemed as if the sheath of the main device had lengthened. We had put a reliant "balloon" on the left to give some support and keep the main device in place. So, when pulling slightly didn't work we decided to put the cam lever back together in position and start pushing to see if we could shorten the outer sheath. Luckily this worked and the il leg deployed, there is a short video of this, keep in mind we were only pushing the graft as the grey knob couldn't be turned any further. After the il was open, we could retract the main device (with sheath, without any issues. We extended with a leg into the right common iliac without issues. They performed kissing balloons at the narrow distal aorta. Inspection of the main device showed a damaged outer sheath where even movement was possible (see video)" patient outcome: "final angio showed an endoleak, but it was a type 2/3. But not very clear... Patient had act >220 so they decided to wait and see. We were unable to balloon the proximal part of the graft as the delivery system was stuck at that time. Physicians were very happy that a conversion wasn't necessary to get the delivery system out!"

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Fevar 5fen with main device over right groin. No issues advancing the device up to the intended height. Deployment until the cl leg opened without issues. Canulating the cl leg with some difficulty due to angulation and narrow distal aorta. Advancement of 16 fr. Sheath in left groin without issues. Cannulating target vessels as planned. Pulling release wire to release diameter reducing ties as planned. Releasing bare stents proximal no issues. Rotating the grey turning knob (to deploy the last part of the cl leg) was rotating without issues. We were able to flip and click the cam lever but when they tried to remove the delivery system (and keep the sheath in place) the distal part of the cl leg was still inside the sheath and held by the distal clasping!! The leg clasp couldn't exit the sheath and we had already turned the grey know to the max. The whole graft was moving when they tried to pull. We decided to start stenting the tv first and removing all wires, also extending the cl leg into the common iliac to be finished on the left side and removing the big 16 fr. Sheath. Maybe this was interfering in the tight distal aorta. It seemed as if the sheath of the main device had lengthened. We had put a reliant ballon on the left to give some support and keep the main device in place. So, when pulling slightly didn't work we decided to put the cam lever back together in position and start pushing to see if we could shorten the outer sheath. Luckily this worked and the cl leg deployed, there is a short video of this, keep in mind we were only pushing the graft as the grey knob couldn't be turned any further. After the il was open, we could retract the main device (with sheath, without any issues. We extended with a leg into the right common iliac without issues. They performed kissing balloons at the narrow distal aorta. Inspection of the main device showed a damaged outer sheath where even movement was possible (see video)" patient outcome - "final angio showed an endoleak, but it was a type 2/3. But not very clear... Patient had act >220 so they decided to wait and see. We were unable to balloon the proximal part of the graft as the delivery system was stuck at that time. Physicians were very happy that a conversion wasn't necessary to get the delivery system out!"